Manufacturer narrative:
The insulin pump had an intermittent button response due to the corroded keypad traces. Moisture damage was found on the electronics and motor. There was no blank display noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer fell into the water. Customer made sure the pump would dry but the pump was not functioning anymore. Customer stated that the buttons were not reacting. Customer will be sent a new replacement pump.